Event description:
It was reported that this device was explanted and is expected to be returned for analysis. While the device battery had been trending towards end of life, there was a sudden drop in the remaining battery capacity within an unexpected amount to time. Technical services stated a normal battery plateau is 41 percent however, this unit was residing at 20 percent. A longevity analysis will be conducted upon return for analysis. No resulting adverse patient effects were reported prior too, nor during the replacement.

Manufacturer narrative:
The returned subcutaneous ICD was analyzed and an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, defibrillation, and recording functions. Having met the engineering longevity prediction, functionally passed all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Manufacturer narrative:
Following return and completion of laboratory analysis, this event will be further updated.

Event description:
It was reported that this device was explanted and is expected to be returned for analysis. While the device battery had been trending towards end of life, there was a sudden drop in the remaining battery capacity within an unexpected amount to time. Technical services stated a normal battery plateau is 41 percent however, this unit was residing at 20 percent. A longevity analysis will be conducted upon return for analysis. No resulting adverse patient effects were reported prior too, nor during the replacement.